Event description:
The manufacturer was contacted in reference to the ds2adv auto CPAP device. The patient has alleged to scarring on lungs. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.